Event description:
Received info the pt feels a loss of therapeutic effect over the last six months. States he fell on the grass about six months ago and did not feel it was important enough to mention it to his hcp. Pt has noticed it seems to gradually be getting worse. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).